Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump primed and flowed within specification. There was no issue found with the pump.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced inadequate pain relief. The pump was subsequently explanted.